Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields- d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken objective cover glass lenses, the outer tube is dented, dents from the distal end frame, fibers shifted up, stains under light guide cover lens, the light transmission failed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken objective cover glass lenses. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the rigid video laparoscope had black circle on the lens during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.